Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va1d3rk, implanted: (B)(6) 2017, product type: lead. All codes apply to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that a lead revision occurred and a possible issue with the lead. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient never experienced therapeutic benefit. Patient stated the trial worked even before they got home, but the first device never worked for them. The doctor moved the leads from one side to the other and put in a new ins. No further complications were reported or anticipated.